Event description:
Sizing worksheet was received. The proximal aortic neck measured 20 mm in diameter. The aortic neck was 44 mm in length. The right common iliac artery measured 15, 14, 12 mm in diameter. The left common iliac artery measured 12, 11, 12 mm in diameter. The right access artery measured 9 mm in diameter. The left iliac artery measured 8 mm in diameter.

Event description:
Additional information was received as follows: it was reported that the cause of the event was due to angulation of the aorta to the left common iliac artery. The physician stated that re-modeling of the vessel caused the separation between two stent grafts.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported one week post index procedure, an echocardiography identified a type iii endoleak originating from the joint section of the bifur and contra limb. The physician performed a secondary intervention and implanted an endurant ii 16x16x156 limb, resolving the event. No additional clinical sequelae were reported and the patient is fine.